Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed batch retain testing or product investigation.

Event description:
Brush head came off toothbrush [device breakage]. No adverse effect [no adverse event]. Case description: a mother reported while her (B)(6) year old adolescent, gender unspecified, was using an oral-b power toothbrush, version unknown, the oral-b brushheads, version unknown came off.